Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Historical notes received indicate the patient had an accident on (B)(6) 2011 and "lost alot of blood" while testing using the inratio system. There is no evidence or allegation the inratio system caused or contributed to the bleeding event. However as bleeding is a potential coagulation-related issue, this event is being conservatively filed.